Event description:
Rep reported that surgeon attempted to revise the ventricular catheter as a blockage was suspected. In doing the catheter revision, the surgeon also wanted to revise the valve as it was not clear where the lack of flow existed. It should be noted that this was a routine revision and it is not known who the catheters belong to as they were not reported as the issue. Customers intent was to report only on the new valve they opened and could not achieve flow. When the new valve was hooked up to the peritoneal catheter with a dummy tube, poor flow was detected. As a result the surgeon decided to re-implant the old valve as it worked fine.

Manufacturer narrative:
It was noted that the device is not available for investigation as it was tested after removal and the valve flowed. As a result, the device was re-implanted. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device still implanted.